Event description:
The customer's parent called to report that customer was hospitalized. It was stated that the customer had high bgs for the past two days. The infusion set was changed few days before the admission. Troubleshooting was performed. During the 3u fixed prime the parent indicates that a very little amount of insulin exited. The pump passed the pressure test. Advised the customer to change the entire infusion set.